Event description:
It was reported that the ins (implantable neurostimulator) depleted early and was replaced. It was originally implanted in (B)(6) 2011. Eight days later it was reported that after the replacement the patient was receiving effective therapy. The related event has been reported in mfg #3007566237-2013-03194.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. Analysis found that the ins battery was at normal end of life and the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.